Event description:
Voluntary med watch report number mw5060047 was received by the manufacturer on mar 21, 2016. There was no new or additional information provided.

Event description:
Follow up information identified the patient is in a neurological rehab center in a wheelchair and is still having issues. The patient did not need a wheelchair prior to the implant. The provider is not sure what caused the issue and there is no prognosis regarding if the patient will walk. It was noted during surgery they monitor to determine where the stim is however this patient was not showing any response that he was getting any stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was implanted on (B)(6) 2016, with a permanent scs system. Within a few hours after implant the patient could not feel or move his legs. The patient was taken back to the operating room and the entire system was explanted. Neuro monitoring during implant did not showing any abnormal responses. Intra-op fluoroscopy showed the penta was midline and straight. Follow up information, indicated the patient has not regained function in his legs.